Manufacturer narrative:
.

Event description:
The patient reported she saw the physician the first week of the month for heat felt over the lead; the tip of the lead had eroded through the skin. The patient had been placed on antibiotics. The pain over the lead had gotten much worse; the patient suspected a spinal epidural abscess and would go to the ER. The representative provided the medtronic technical services number for device compatibility questions and reviewed allergy testing options. Additional information has been requested from the physician.